Event description:
It was reported that this event was from voluntary medwatch form that the patient came to clinic with complaints of two batteries given in 2023 not holding charge and their primary system controller having a dimly lit running arrow making the running light hard to read. The mobile power unit (mpu) was also providing an audible beeping when attached to power and not functioning as expected. They also reported a loss of integrity to the modular cable. A registered nurse provided a new primary system controller, a new modular able, new batteries, and a new mpu.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b5: voluntary medwatch # (B)(4). Manufacturer¿s investigation conclusion: the reported event of the modular cable having a ¿loss of integrity¿ was not confirmed. The modular cable (lot number unknown) was not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the modular cable was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The lot number of the modular cable was not provided. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.